Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. Heavy tissue buildup was observed at the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 2.5. The device failed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. Excessive smoke was observed during the testing. The tissue buildup was gently cleaned per the IFU and the precautery test repeated. No smoke and/or steam which could be considered excessive was observed. Based on the condition of the device as returned and the results of the investigation, the reported complain was confirmed. The most probable cause of the excessive smoke is buildup of charred blood and tissue at the heating element. A lot history record review was completed for lots 2512367, 25123762 and 25123923 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started smoking in the patient¿s leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started smoking in the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.